Event description:
A male patient underwent aaa repair with another manufacturer's graft 29 months prior. Then in 2006, patient underwent additional procedure due to pre-existing graft migrating > 10 mm caudally and exhibiting proximal type I and type ii endoleaks. A renu device was placed. No endoleak was observed on the final angiogram. The procedural angiogram report from the core lab was received 11/01/2007 and indicated a proximal type I endoleak. A distal rcia aneurysm was also noted but graft was said to be patent and without kink.

Manufacturer narrative:
Evaluation: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft component) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review indicated that the endoleak was due to anatomical changes in the patient over time.